Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). Initial reporter occupation is lay user/patient. The customer¿s test strips were requested for an investigation but the test strips were not available. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable inr results with a coaguchek inrange meter serial number (B)(4) compared to a laboratory stago neoptimal methodology. The time between meter and laboratory measurements was less than 3 hours. On (B)(6) 2021, the patient's meter result was 5.1 inr and the patient's laboratory result was 3.85 inr. On (B)(6) 2021, the patient's meter result was 3.8 inr and the patient's laboratory result was 2.80 inr. On (B)(6) 2021, the patient's meter result was 4.6 inr and the patient's laboratory result was 3.48 inr. On (B)(6) 2021, the patient's meter result was 4.3 inr and the patient's laboratory result was 2.88 inr. The patient's therapeutic range is 2.8- 3.8 inr.